Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Batch information remains unknown at this time. Multiple attempts were made to gather data from the rep as well as the hospital that had information on the patient. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part.

Event description:
Our OEM pre surgalign reported that "issue: 3 screws experienced pre-mature breakage at the proximal ring during procedure. 2 of the in-situ breakages occurred when reduction load was being applied through them using the proximal threads with the threaded reduction tools. 3rd breakage occurred at one end of the construct. A salvage technique was attempted, but the screws had to be removed and replaced. This troubleshooting added about 90 minutes to the procedure. Threaded reducer component part numbers: (04-reduce-ins-hndl, 05-thrdreducer, 04-thrdred-handle, 04-rdsetscr-ins) 05-pa-45-xx and 05-pa-55-xx pedicle screws experienced issues".